Event description:
It was reported that patients implant was not helping the pain despite reprogramming done. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned. No further information obtained despite of good faith effort.